Event description:
N/a.

Manufacturer narrative:
Updated fields: UDI: (B)(4). Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause of the issue reported by the customer could be due to hardware or cables failure.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. This is #1 of two complaints, see medwatch 1226348-2019-00449.

Event description:
It was reported that a sensor was implanted and during using the measurement it showed -99mmhg. The monitors and cables were changed but the sensor still showing -99mmhg. This happened with 2 sensors but only one was kept from the surgeon. Patient died but the surgeon said not because of the sensor.